Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1610c124ej, serial/lot #: (B)(4), ubd: 01-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft and an endurant ii limb were implanted in the endovascular treatment of a 52 mm abdominal aortic aneurysm. It was reported that etbf2313c145ej was implanted in through the right ipsilateral side and etlw1610c124ej was implanted in left contralateral side. It was noted that in this case the common iliac artery was very short but even so common iliac landing was performed, and the external iliac landing was performed for the left. At post-operative follow up on approximately one month later it was reported that the limb had occluded in the left external iliac landing site. Intervention was performed and a thrombus was removed and an additional stent was implanted. As per the physician the cause of the event is patient vessel morphology, it was noted that the distal stent graft ended in the curved portion on the external iliac artery, which was considered a likely cause of the limb occlusion. It was reported that during the external iliac artery landing, it was necessary to remove the wire to perform the angiography. No additional clinical sequalae were reported and the patient is fine.